Event description:
Device was revised after preoperative x-rays revealed the metal tibial base was fractured through the medial compartment. There was no proximal tibial metaphyseal bone beneath the lateral component due to extensive osteolysis and foreign body synovitis beneath lateral tray.